Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer¿s international sales personnel confirmed the reported issue. A credit was provided to the customer. The ventilator was retuned to the manufacture for investigation; it was determined the piezo buzzer ls1 was failing intermittently due the piezo¿s insulation resistance was out of specification at 452 kilo-ohms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "backup alarm failure" was displayed and alarm was activated. There was no patient involvement.